Manufacturer narrative:
Batch review performed on 06 september 2016. (B)(4). On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fracture are known possible adverse events, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Not explanted.

Event description:
During a primary hip surgery a fracture in the femur occurred. The cause of the fracture is unknown. The surgeon cabled the femur to stabilize the fracture. The surgeon left all medacta implants in place. The surgery was completed successfully. X-rays are available.